Event description:
It was reported that the lv lead was attempted to be implanted during a system upgrade from a pacemaker to a bi-ventricular defibrillator. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; all conductors had non-obstructive blood and body fluid. Full lead returned for analysis.